Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment which was also cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: no power on reset events observed in the black box. Battery compartment is cracked above & below the bumper pad. No visible moisture observed in the battery compartment. Battery cap was not returned with the pump. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Leak test fails with battery compartment leak. Removed pump cover; no evidence of moisture was observed on the printed circuit board or internal components. No damage to the power circuit was found.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.